Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a mentor memorygel, 550 cc silicone breast implant experienced left-sided rupture, and breast pain postoperatively. The patient reported that she has pain, atelectasis (trauma from the lungs), pain on the left shoulder and it was similar to a heart attack that's the reason the patient went to the ER, it was below the rib area. CT scan was performed, and patient was informed of the leak on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the patient scheduled for replacements with cat#: 3505590bc on (B)(6) 2022. Reason for device explant and/or reoperation: rupture, and pain manufacturer¿s reference number: (B)(4).